Manufacturer narrative:
No implant was returned. The surgeon contacted osteomed customer service to request metallurgical information about the 3.0 cannulated headless screw, but would not provide a part number. The surgeon at first said her patient might have an allergy to the metal. In her last communication, the surgeon stated that she was unsure if th patient has an allergy. Therefore, the actual patient condition is unknown. The complaint is not confirmed. No root cause can be determined under these circumstances. There was no lot number provided. Therefore, no review of the DHR was possible. No review of the CAPA/ncr/complaint databases is possible as the part number is unknown. Likewise, without a part number, selection of the correct fmea or IFU to review cannot be determined. This complaint and associated MDR will be monitored and amended if new information is provided.

Event description:
On 05/30/2019 the surgeon contacted osteomed to find out the metal composite of our screws due to her suspicions that the patient was having an allergic reaction. Despite multiple follow ups, the part number of the device, and information concerning the case was not provided.

Manufacturer narrative:
No implant was returned. The surgeon contacted osteomed customer service to request metallurgical information about the 3.0 cannulated headless screw, but would not provide a part number. The surgeon at first said her patient might have an allergy to the metal. In her last communication, the surgeon stated that she was unsure if th patient has an allergy. Therefore, the actual patient condition is unknown. The complaint is not confirmed. No root cause can be determined under these circumstances. There was no lot number provided. Therefore, no review of the DHR was possible. No review of the CAPA/ncr/complaint databases is possible as the part number is unknown. The screw might be an unknown length screw from the family p/ns 317-30xx, ø3.0 cannulated headless screws. This screw family is used in four osteomed systems. The surgeon did not indicate which system or even what kind of surgery occurred. Therefore, as an example, the extremilock foot plating system (e-fps) risk document was reviewed. The e-fps risk document includes an assessment of risk concerning patient harm due to an allergy to the screw material. The predicted severity rating is 3, which correlates to a "serious" severity level (results in injury or impairment requiring professional medical intervention). The final predicted risk level is "low". Following the same logic as for the fmea, as an example, the e-fps labeling document was reviewed. The e-fps instructions for use states that "patients previously sensitized to titanium or stainless steel" are contraindicated for implantation of titanium implants from this system. This complaint and associated MDR will be monitored and amended if new information is provided.